Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The philips field service engineer (fse) reported there are two cracks in the CT gantry's stator casting that holds the motor to the rotating frame. This issue is currently under investigation. This issue has initially been determined to be a reportable event.

Manufacturer narrative:
A philips field service engineer (fse) reported there were two cracks in the CT gantry's stator casting that holds the motor to the rotating frame. The fse was on site doing preventive maintenance (pm) and noticed two lines that appeared to be cracks in the casting of the frame that houses the rotating frame. The fse inspected the part and could not find impact damage or anything else that could have caused the cracks. The fse confirmed that the affected casting area holds the gantry rotation motor in place. The fse uninstalled the system from the clinical site and returned it to philips for investigation. Philips engineering conducted an evaluation and confirmed the cracks in the casting were remnants of the casting process, were superficial, and do not increase the risk of failure. No corrections were made to the system as the customer received a replacement. Based on the further investigation, this issue was determined to no longer be a reportable event. There was no malfunction of the system. The probable cause of the cracks were remnants of the casting process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.